Event description:
It was reported that a vial-mate reconstitution device leaked. This occurred after the device was connected to a 250 ml saline solution bag and azithromycin vial and placed in an ¿open¿ position with the device extended. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation attached to the involved vial and solution bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was conducted by pushing the medication port straight into the blue port adaptor until the seal flange collar touched the container, twisting slightly to align the ribs of the blue port adaptor and the white vial gripper, and pushing the blue port adaptor assembly into the white vial gripper until the seal flange collar met the white vial gripper. The bag was then held with the vial down, and the solution was squeezed in to the vial until half full. After this, the bag was held with the vial upside down and squeezed in order to drain the suspended drug from the vial. A leak was not observed. The evaluation did not confirm the reported problem. Should additional relevant information become available, a supplemental report will be submitted.